Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had two weeks of breathlessness. The computed tomography (CT) showed 3cm pleural effusion, and saturation of 96% on room air. The patient was admitted for ultrasound guided airway and treatment of chronic obstructive pulmonary disease (copd) exacerbation. The ultrasound showed very small fluid, the small pleural effusion was determined to be probably related to the ablation procedure, because the ablation zone reached the lung surface, mil/or nil was aspirated. The copd exacerbation was seen to be possibly related to the ablation procedure, but the patient normally gets that with hot weather and it happened 2 weeks after discharge, it was treated with antibiotics and steroids. The patient condition improved and was then discharged. The patient was hospitalized from (B)(6) 2020.